Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, blocked, jammed and was moving heavily. It was determined that the trigger was blocked, jammed, stiff and was moving heavily. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watts, check the function with electric pen drive (epd) console, and check the triggers and electronic control unit (ecu) function. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.